Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a bubble trapped at the tip of the reference electrode. The fse replaced the solenoid valve to resolve the issue. (B)(4).

Event description:
Customer reported the generation of erroneously high ion selective electrode (ise) results on patient samples involving their au680 chemistry analyzer. Customer repeated samples on the same analyzer with results considered correct. The erroneous results were reported out of the laboratory, however were later amended. There was no report of medical intervention or change / adjustment to patient treatment associated with this event. The customer provided data for one patient sample.